Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was duplicated and attributed to a faulty resistor on the smart pneumatic module board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure- 1174" message. Complainant indicated that there was no patient involvement in the reported malfunction.